Event description:
(B)(6) ref#: (B)(4). It was reported that, during a tka surgery, when the customer opened the package, it was found that stem of the baseplate punctured inner pouch. Surgery was resumed, without any delay, using a smith and nephew back-up device. No health consequences were reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's poly bag was found to be punctured, rendering the device inoperable. The puncture wound was very small. However, there is not enough information to determine if this occurred manufacturing or if the packaging was damaged in transit or storage. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device's packaging was torn. Some potential probable causes for this event could include packaging damage in transit or storage or mishandling during packaging. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.